Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3006948883-2021-00121 was sent in error. There was no discrepant results, issue was with negative control line, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while testing for sars cov-2 a potential erroneous results were obtained. Confirmatory testing was performed using abbott ID now. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a potential erroneous results were obtained. Confirmatory testing was performed using abbott ID now. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).